Event description:
Patient with history of esophageal cancer underwent a CT liver biopsy with a corvocet" 18 gauge 15cm needle (corvocet" soft-tissue biopsy procedure kit) . The needle fired and engaged in use, but when it was retracted, there was no specimen. It was attempted several times with the same results. Needle was removed and another one used successfully. No known harm to patient.